Manufacturer narrative:
The reported event was confirmed for high impedance. Microscopic inspection identified a kink/fracture on the lamitrode lead body with all internal wires broken and would cause the high impedance. The cause of the fracture is consistent with an overstress condition or sudden event the lead was subjected to while in vivo.

Event description:
It was reported that the patient experienced ineffective therapy due to high impedance. As such, surgical intervention took place wherein the lead was explanted and replaced to address the issue. Reportedly, therapy was confirmed post op.